Event description:
Per the clinic, it was reported that the patient experienced a head trauma in (B)(6) 2024 (specific date not reported). Subsequently, the patient experienced intermittencies and loss of connection to the device. Hardware exchanged and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.